Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a broken off end cap, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and a bleeding lcd glass. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to broken off end cap.

Event description:
Customer reports to have dropped insulin pump on the ground and insulin pump broke. Customer's blood glucose was 300 mg/dl which was treated with manual injection. Customer was advised that insulin pump will need to be replaced. No further information provided.